Manufacturer narrative:
(B)(4). Patient medications: trazodone, simvastatin, mirapex, atenolol, and amlodipine. Additional devices implanted and/or related to this event: tgu343410/15080388. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include neurologic damage, local or systemic (e.g., paraplegia).

Event description:
On (B)(6) 2016, the patient underwent a procedure using conformable gore® tag® thoracic endoprostheses to treat multiple penetrating ulcers of the mid descending thoracic aorta and a thoracic aneurysm. Reportedly the patient had a spinal drain placed before the procedure and the drains pressure was monitored throughout the procedure. It was reported that post procedure the patient was paralyzed in the lower extremities. The physician attempted to lower the pressure in the spinal drain and increase blood pressure, however, the patient still remained paralyzed. The physician is taking a wait and watch approach. The patient tolerated the procedure.